Event description:
The customer reported v3 of 12-lead ECG signal loss.

Manufacturer narrative:
The customer reported v3 of 12-lead ECG signal loss. The customer isolated the issue to the lead set cable. Philips sent the customer I replacement lead set cable which resolved the reported issue.